Manufacturer narrative:
(B)(6). Medical products- unknown nexgen tibial tray, unknown nexgen articular surface. Reported event was unable to be confirmed due to limited information received from the customer. Neither device history record review nor complaint history review was able to be performed as the part/lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01999.

Event description:
It was reported that following a knee arthroplasty, the patient was revised due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.